Manufacturer narrative:
Date initial report sent: 11/30/2007.

Event description:
Procedure: lap sigmoid. According to the reporter: fired the stapler over the sigmoid. In the middle of the staple line, there were open nearly unformed staples. There was no bleeding reported but some "fluid" leakage did occur. Around 45 minutes added to procedure. The reporter could not provide additional information regarding the patient statistics citing austrian law.